Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 341 mg/dl. Customer states that blood glucose continued to elevate to 584 mg/dl and 600 mg/dl. Customer reported that healthcare professional advised that insulin pump would need troubleshooting before customer could be released from the hospital. Troubleshooting was performed on insulin pump and it was found that cannula was bent. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin.